Event description:
On (B)(6)2009, the patient was implanted with an scs system. The patient has stimulation but complained to the clinical specialist that when she goes through store security devices or the military commissary security devices, the stimulation goes wild even after she passes through. The clinical specialist reminded her that she should turn off the stimulation before passing through any security device but the patient said she couldn't because she is in too much pain. The stimulation up until this time has been good with no issues. The patient states that the last time she went through that her stimulation went "haywire". The patient went to the emergency room one night because she said she couldn't stand the pain. The clinical specialist will meet with the patient and turn off the magnet mode and get more details from the patient and her husband. The clinical specialist will try reprogramming with the patient.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.